Event description:
Reporter indicated that a vns pt had died. The cause of death and the relationship of the death to the vns is unk. It is unk if the pt was buried with the vns. All attempts to the reporter regarding the death have been unsuccessful to date.